Event description:
It was reported that the patient electronics unit was sparking from the power supply. The unit was replaced and there were no adverse consequences to the patient.

Manufacturer narrative:
One i3 unit model cm1100 with main unit serial #(B)(6) and one i3 accessory set was returned. External and internal visual inspections of unit revealed exposed wiring of power supply. Due to the exposed wiring, the power supply was unable to be used. However, all returned power cables were able to be used as there were no abnormalities observed. The returned power supply was not used for further testing due to the exposed wiring. Initially the unit was unable to power on due to exposed wiring of the power supply. As a result, a test standard power supply was used to complete all testing and further investigation. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of sparking at the power supply cord was confirmed.